Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with used strips - unable to test. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 160 to 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the den. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 243 and 248 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/20/2019 and open vial date is october 2018. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because he feels that the results he is getting from the meter are reading erratic. The customer states that he normally runs high and is only concerned with the erratic results.